Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during use. The patient was advised on the alarm that air was pulled in through the cassette and machine aborted therapy. The caregiver stated they called the nurse about the alarm who advised them to start over with new supplies and to call baxter. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the caregiver on (B)(6) 2011. The caregiver stated the following: they were unsure as to what caused the alarm and using new supplies cleared the alarm. The sample was discarded and a companion sample was available and requested with lot number h11c06016. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was unavailable, therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The problem was not confirmed and the cause was undetermined.